Event description:
It was reported that the bd microlance¿ 3 needle label was incorrectly positioned and partially cut off, rendering some of the information unreadable. The following information was provided by the initial reporter: "packaging and labels are not correctly positioned: some labels are not readable not big impact"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle label was incorrectly positioned and partially cut off, rendering some of the information unreadable. The following information was provided by the initial reporter: "packaging and labels are not correctly positioned: some labels are not readable not big impact".

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304000 and lot number 220319. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, a misalignment between the package cuttings and the label content was confirmed. Based on the sample findings, it has been determined that this issue resulted within the primary packaging machine. The machine has a cutting system which creates the various perforated strips. A misalignment of the paper reel resulted in incorrectly placed cuts. The cutting system is periodically checked, but in this case, we understand that some defective packages were produced without rejection before the checking of the system took place. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. As the variable data was still legible, this would not be considered a serious issue. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.